Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non conformances. When the pump was returned to mmdg, it was found to have fluid ingress, which caused the pcb to fail. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump had been submerged in formula after a bag leaked, and that it would not turn on afterwards. They also stated that the patient was unable to receive their overnight feeding because of this, resulting in a delay of therapy. Mmdg did follow up with the initial reporter who stated that the pump was replaced and that the patient did not experience any adverse effects due to the complaint. (B)(4).